Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterine perforation / migration') and fallopian tube perforation ('perforation: fallopian tube perforation / migration') in an adult female patient who had essure (batch no. (623503,75318) not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included oral contraceptive nos. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (laparoscopic removal of essure implants). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation and menorrhagia outcome was unknown and the pelvic pain, abdominal pain, back pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2009 . Patient received treatment for migration, fallopian tubes perforation, uterus perforation. Insertion details: r ¿ 2 coils l ¿ 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: unspecified bilateral occlusion. Two lot numbers reported 623503 and 75318 are not valid. Quality-safety evaluation of ptc: unable to confirm complaint.. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterine perforation / migration') and fallopian tube perforation ('perforation: fallopian tube perforation / migration') in an adult female patient who had essure (batch no. 623503,75318) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included oral contraceptive nos. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (laparoscopic removal of essure implants). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation and menorrhagia outcome was unknown and the pelvic pain, abdominal pain, back pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2009 . Patient received treatment for migration, fallopian tubes perforation, uterus perforation. Insertion details: r ¿ 2 coils l ¿ 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: unspecified bilateral occlusion. Most recent follow-up information incorporated above includes: on 14-aug-2020: medical record received. Reporters information and lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterine perforation / migration') and fallopian tube perforation ('perforation: fallopian tube perforation / migration') in an adult female patient who had essure (batch no. (623503,75318) not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included oral contraceptive nos. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and dysmenorrhoea ("dysmennorhea (cramping)"). The patient was treated with surgery (laparoscopic removal of essure implants). Essure was removed on (B)(6)2018. At the time of the report, the uterine perforation, fallopian tube perforation and menorrhagia outcome was unknown and the pelvic pain, abdominal pain, back pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6)2009 . Patient received treatment for migration, fallopian tubes perforation, uterus perforation. Insertion details: r ¿ 2 coils l ¿ 4 coils diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2009: unspecified bilateral occlusion. Two lot numbers reported 623503 and 75318 are not valid quality-safety evaluation of ptc: unable to confirm complaint. . Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterine perforation / migration') and fallopian tube perforation ('perforation: fallopian tube perforation / migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation and menorrhagia outcome was unknown and the pelvic pain, abdominal pain, back pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2009 . Patient received treatment for migration, fallopian tubes perforation, uterus perforation diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: unspecified bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received events "dysmenorrhea (cramping), pelvic/abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), migration, perforation:fallopian tubes, uterus" were added. Reporter information and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.